Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "During testing [name removed] says that vent did not fill test lung." The following description of the event was copied from a maude event report received by carefusion from the FDA on february 20, 2015. "Volun (B)(4) 2014: ventilator was not delivering the oxygen flow. Pt placed on a new ventilator." The following is a summary of an email received from the maude initial reporter. On february 25, 2015, the user facility reported that maude report# mw5038346 involved two vela ventilators with serial numbers (B)(4). In addition, it was reported that the pt is still at their facility as an inpatient.

Manufacturer narrative:
(B)(4). The carefusion field service rep evaluated the device and determined that the reported issue was caused by an operator error. The device's pressure alarm limit was set too low causing a high pip alarm. Once the field service rep checked and corrected the pressure alarm limit settings, the device operated to mfg specs. The MFR medwatch report for vela serial number (B)(4) will be submitted on carefusion medwatch report# 2021710-2015-00594.